Manufacturer narrative:
Article citation: shigeta, y, maitani, k, yasuhara, y et al. A case report of silicone lymphadenopathy without silicone breast implant rupture. Japan prs. 2025; 166-171. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "axillary and interpectoral lymph node swelling", "silicone lymphadenopathy."

Event description:
Literature article titled "a case report of silicone lymphadenopathy without silicone breast implant rupture" reported "erythematous rash on the outside of the nipple, developed erythema on the outer side of [their] nipple, axillary and interpectoral lymph node swelling, pain and silicone lymphadenopathy". The reported "erythematous rash on the outside of the nipple, developed erythema on the outer side of [their] nipple" has been deemed not related to the device. This record is for the right side. Device status is unknown.